Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: surgeon tried to insert the guide wire into the caput bone two or three times. Surgeon reamed the lateral cortical bone and inserted the pfna blade with the guide wire without reference images. During the insertion, he stopped and checked the progress with an image. It showed the blade caught on the guide wire and the tip of the wire went through the wall of the caput bone and reached the acetabular cartridge. The blade and wire was removed. Another blade (80mm) was selected and inserted. This is one of two reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.